Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During evaluation it was determined that the initial reported condition of the device stopped working was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the colibri handpiece device had unexpected noise, sticky trigger and failed pre-test for sticky triggers. It was noted in the service order that the device stopped working during the surgery this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During evaluation it was determined that the initial reported condition of the device stopped working was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the colibri handpiece device had unexpected noise, sticky trigger and failed pre-test for sticky triggers. It was noted in the service order that the device stopped working during the surgery this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.